Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator (ins) was loose in the pocket; it had flipped or changed positions. It was noted that the pt's ins battery was 80% used. Additional info has been requested, a follow-up report will be sent if additional info becomes available.